Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population

Event description:
It was reported that this pacemaker was explanted due to normal battery depletion. After reviewing the device, it was noted that device's battery was depleting faster than expected. Device was returned to boston scientific were it was analyzed by engineering. No adverse patient effects were reported.

Event description:
It was reported that this device was received by post market quality assurance without a known reason for explant. It was reported that this pacemaker's battery was depleting faster than expected. Device was explanted and returned to boston scientific were it was analyzed by engineering. Analysis showed increase in power consumption and big decrease in longevity. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population correction to field b5:describe event or problem correction to field e1:initial reporter correction to field h6:patient codes and impact codes